Event description:
Pt was drawing up insulin and the syringe needle broke off in the bottle. Pt was concerned that it could have broken off while injecting it into herself. Pt also mentioned that she had received a contaminated syringe on a sealed bag earlier in 1996.